Event description:
It was reported that the pt underwent a percutaneous transluminal coronary angioplasty (ptca) and was administered reopro and heparin during the procedure. Following the procedure, an angio-seal device was deployed. The physician experienced some difficulty inserting the device and the puncture site bled following the insertion, although hemostasis was achieved with manual pressure. After returning the pt to the ward, the staff failed to notice a developing hematoma. The pt became symptomatic and was returned to the o.r. Where the pt later expired due to exsanguination. The physician did not blame the pt's death on the device but felt the cause was possibly due to the lack of nursing care.